Manufacturer narrative:
Device lot number corrected from 0020165214 to 20267595. Device expiration date corrected from 07/08/2018 to 08/01/2018. Device manufactured date corrected from 01/25/2017 to 02/27/2017. Device evaluated by MFR: the promus element mr, ous, 2.75x24mm, stent delivery system (sds) was returned for analysis. A visual examination found the stent had detached from the sds. The stent was damaged on both the proximal and distal end. There was also a bend in the centre of the stent. A visual examination of the balloon cones was performed. The balloon appeared relaxed from its original folded position and appeared to have been subjected to positive pressure. Stent crimp markings were present on the exposed balloon body, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found a hypotube break 125 mm distal from the distal end of the strain relief along with hypotube kinks along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. The damage may have occurred during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID # (B)(4).

Event description:
It was further reported that after the device was removed, the stent detached and the shaft broke.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. During introduction of a 2.75x24mm promus element drug-eluting stent, it was noted that the stent strut was lifted. The device was further introduced and procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.